Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 1009 (vent-inop): pressure regulation high message. The customer restarted the unit but received the same error each time for same test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the flow sensor assembly was replaced and now the device was getting error code 1009. The rse had the customer confirm the prox line and outlet line were run properly. The customer found that lines were crossed. The customer corrected lines. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.